Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. The alarm occurred during dwell five of five of peritoneal dialysis therapy. During troubleshooting, it was reported that the heater bag disconnected from the heater line. Renal therapy services (rts) assisted in removing the cassette and advised starting over with new supplies. Rts reviewed the proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.